Event description:
Disposable trocar did not have a sealant to hold pieces together- fell apart while using for procedure. Unanticipated tissue loss: no blood loss of 500cc: no. Operating room time extension beyond 30 minutes: no. Nothing fell into cavity. Used another device. Add'l info: rep could not clarify failure because product is already in biohazard bag.

Manufacturer narrative:
(B)(4).